Event description:
Image review and photograph review: review of the cag images returned failed to confirm the dislodgement. The vessels however appeared calcified in the iliac and sfa vessels. The still photograph images which were returned showed the stent was detached from the assurant cobalt delivery system. The stent was deformed and stretched. The assurant cobalt balloon had crimp impressions evident along its working length

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dislodgement), patient's condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed. No device received for evaluation. Conclusion: device failure/lack of effectiveness related to patient condition (lesion morphology). Known inherent risk of procedure (dislodgement). Unable to confirm complaint. (B)(4).

Event description:
Physician was attempting to treat a lesion in the iliac artery using assurant cobalt stenting device. The lesion was diffused, calcified and tortuous with 70% stenosis. It is reported that the physician experienced inability to release the stent. The first assurant cobalt used dislodged while attempting to cross the target lesion, physician then attempted to cross the stent using a new angioplasty balloon without success. Physician then attempted to use another assurant cobalt to cross the lesion, but it dislodged in the introducer sheath. The introducer was then changed. Then using another balloon, physician was able to cross the first assurant cobalt stent and successfully deploy.